Event description:
I use abbott freestyle libre 3 for continuous glucose monitoring to manage my type 1 diabetes. In the last several months, I've been getting more than the usual amount of sensor error messages then being directed to replace the sensor. When this happens, I've contacted abbott to get a replacement sensor. But this last time, I was told that I've exceeded the number of replacement sensors that the company would provide. The reason I've "exceeded" this amount is because they are making poor quality products. As you can imagine, this has a big impact on the quality of health care. Why should there be a limit to number of replacement product when the problem is with the product and not the user? If anything, the company should be doing extra to make up for their low quality. Abbott is refusing to stand behind their product and this is problematic.